Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 90% stenosed, severely tortuous, and severely calcified superficial femoral artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. Upon the second pullback, it was noted that the device was stuck, and the catheter had twisted. While pushing and pulling in an attempt to remove the device, the shaft kinked near the connection part. The proximal shaft came off while trying to release it, and the remains of the outer sheath were noticed in the body. An attempt to snare the device fragment was not successful so two non-boston scientific stents were implanted to press the fragment against the blood vessel wall and complete the procedure. The patient is currently hospitalized, under observation but is in good condition.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 90% stenosed, severely tortuous, and severely calcified superficial femoral artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. Upon the second pullback, it was noted that the device was stuck, and the catheter had twisted. While pushing and pulling in an attempt to remove the device, the shaft kinked near the connection part. The proximal shaft came off while trying to release it, and the remains of the outer sheath were noticed in the body. An attempt to snare the device fragment was not successful so two non-boston scientific stents were implanted to press the fragment against the blood vessel wall and complete the procedure. The patient is currently hospitalized, under observation but is in good condition.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked and partially detached, the imaging core was twisted, and there was imaging core windup with a broken drive cable. The windup began 28 cm from the distal end of the connector shaft. Microscopic inspection revealed the imaging window was detached near the lap joint section.